Manufacturer narrative:
This report is being filed to correct the device model number.

Event description:
It was reported that an alert for right ventricular intrinsic amplitudes out or range was seen with no ventricular undersensing observed. A review of three stored atrial tachy response (atr) electrogram (egm)s showed false mode switching due to oversensing of atrial noise on the right atrial (ra) lead. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that an alert for right ventricular intrinsic amplitudes out or range was seen with no ventricular undersensing observed. A review of three stored atrial tachy response (atr) electrogram (egm)s showed false mode switching due to oversensing of atrial noise on the right atrial (ra) lead. No adverse patient effects were reported. The lead remains implanted.